Manufacturer narrative:
(B)(4). Batch p91009. The device was received in good physical condition. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The device was disassembled to inspect internal components. It was found that an internal component was misassembled, affecting the functionality of the device. It is likely that this issue occur during our manufacturing process. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure the device just stopped working. Another device used to complete the procedure. There were no adverse consequences for the patient.